Manufacturer narrative:
Bec customer technical support (cts) had the customer check the o-ring and white screw on top of the reagent probe. Both the screw and o-ring were in place. Field service engineer (fse) visited the site on (B)(4) 2011 and found the reagent probes leaking. The fse replaced the vacuum valve for reagent probe a, and this resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak from unicel dxc 880i synchron access clinical system. The customer stated that the leak was underneath reagent probe, causing a flood on top of the reagent carousel. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.